Event description:
Reportedly, the device did not staple. When the instrument was opened after resection, blood loss occurred. The surgeon reported approximately 2 liters of blood was lost. The pt had to have a transfusion.